Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery due to multiple myeloma. Intra-op, at the time of cement filling, it was found that cement slightly leaked out from the right posterior wall towards spinal canal. Cement had entered a little into the spinal canal. The procedure was successfully completed with the same product and without any delay. There was no patient complication reported as a result of this event.